Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt recently experienced a change in stimulation. His pain pattern is on his right side; however, he only felt stimulation on his left side. Reprogramming was able to recapture some stimulation on the patient's right side; but it was unable to fully resolve the issue. X-rays are to be taken as the next course of action.